Event description:
The medical director received a cell on 09/02/2008 from a pa. The pa discussed a patient who had a thymectomy approx 3 weeks prior to their conversation. Her incision was closed with a sub-q suture and dermabond. She noted burning of the incision during her hospitalization but nothing was visible on the incision line. Two weeks later she noted that there were some redness and blisters developed over the incision, on examination small blisters appeared to be present under the dermabond. There appeared to be a crust on top of the blisters, the dermabond was intact. The physician stated the incision did not look infected. He consulted a plastic surgeon who advised cleaning the incision daily with baby shampoo and applying topical cortisone cream. After two days this did not seem to provide any relief and a dermatologist was consulted. The results of the consultation are not known at this point. The pa inquired about whether removal of dermabond was advised. The director explained that he could not offer medical judgement; however, if he did feel that it needed to be removed, petroleum jelly would probably be effective. This appears to be a local hypersensitivity rx or topical dermatitis. It cannot be established the dermabond is the cause of this, however neither can be ruled out. Three weeks later, the customer reported that patient is healed, no issues.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification, but indicates a possible sensitivity reaction. A small percentage of the population may have hypersensitivity to the adhesive or its derivatives. Typically these reactions occur immediately after application. Without sensitivity testing on these materials, it is not possible to determine if the reaction was due to the adhesive or other factors. The package insert informs the user that reactions may occur in patients who are hypersensitive to cyanoacrylate for formaldehyde. Reactions in these patients are typically limited to redness and/or inflammation that resolves without further treatment once the adhesive has been removed.